Event description:
It was reported that the rn initiated a primary infusion of sodium chloride 0.9% 500ml programmed to infuse at a rate of 100ml/hour, when the rn noted that IV fluids were leaking from the upper fitment. The customer further stated that there were no adverse effects caused to the adult patient from the event.

Manufacturer narrative:
The customer¿s report of leaking from the upper fitment was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components no anomalies were observed during initial visual inspection. Clear liquid was observed inside the primary set¿s tubing throughout the entire set. Functional testing observed a leak from a lateral crack on the upper fitment. No other leaks or anomalies were observed. The root cause of the customer's report was a manufacturing operator error in which the upper fitment was damaged upon removal from the assembly machine and was then improperly segregated by manufacturing personnel.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Patient age and dob requested but not provided, however, the customer stated that the patient was an adult patient.

Event description:
It was reported that the rn initiated a primary infusion of sodium chloride 0.9% 500ml programmed to infuse at a rate of 100ml/hour when the rn noted that IV fluids were leaking from the upper fitment. The customer further stated that there were no adverse effects caused to the adult patient from the event.